Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular had high impedance and was oversensing noise. A fracture was confirmed. The lead was removed and replaced. No further patient complications have been reported as a result of this event.